Event description:
Additional information: patient had a leaking conjunctiva in the area of the shunt. The physician "did a suture on the area" and "seidel was negative postop."

Manufacturer narrative:
Concomitant product(s): floxal at, solcoseryl ag. The event of ocular pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). The postoperative adverse events reported during the course of the pivotal clinical study through the 12-month visit: bleb leak (without operative room or slit lamp revision) 1 (1.5%).

Event description:
Healthcare professional reported pain and exposure of the left eye implant. The bleb was flat and seidel's test was positive. The implant was explanted and the reported event has been resolved.

Manufacturer narrative:
The event of ocular pain has been deemed device not related and is no longer reportable. Device history record (DHR) summary: a DHR review for the reported glaucoma treatment system serial (B)(4) confirmed that the unit was manufactured in lot number 2014-01-01. This unit passed all specifications and was an accepted unit with no non-conformance. The injector was traced to implant serial (B)(4). The records show that the implant passed all specifications and was an accepted unit with no non-conformance for this unit or for this lot.

Event description:
Healthcare professional reported pain and exposure of the left eye implant. The bleb was flat and seidel's test was positive. The implant was explanted and the reported event has been resolved.